Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. They were able to complete the insulin pump rewind. The reservoir compartment was damaged. Half of the top rim fell off. Over the years, the device had been dropped several times. The customer stated the reservoir barely locks in place. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.